Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that when the customer was charging the pump battery, the battery gauge jumped from 40 to 15 percent after charging. The customer's blood glucose level was not impacted. The customer was to use insulin injections to manage diabetes.